Manufacturer narrative:
On (B)(6) 2016 it was communicated that: "the implant will unfortunately not be available to be returned. " additional information received on 18 february 2016 about the reason for bone fracture and includes: "there was an incident of some sort which resulted in sudden pain but I don't know if it was a fall or stumble or something similar. The patient was quite large." On 19 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: partial revision of a tkr performed two months before. Cause for revision is bone fracture (medial tibial plateau) with consequent mobilization of tibial component. No report as to the cause of fracture, traumatic event could be supposed. No reason to suspect a faulty device. Batch review performed on 29 february 2016. (B)(4).

Event description:
Patient suffered a fracture of the medial tibial plateu approximately 2 months post op. The surgeon discovered the fracture and booked the patient in for a revision surgery the same week. Intraoperatively, the tibial baseplate and poly were removed. The tibia was recut and a revision tibia with 105 mm cementless extension stem was used to support a 17mm uc poly. The femur remained insitu. The surgeon was happy with the outcome.

Manufacturer narrative:
On 03 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.